Manufacturer narrative:
S/n (B)(4), left. Manufacturing date 07/30/2019 for s/n (B)(4), left.

Event description:
Severe allergic reaction from the semi-open domes, scaling of the skin. End-user has seen a doctor twice. Antibiotics have been prescribed. Both ears were affected.